Event description:
It was reported that the physician tried to manipulate the lead into place multiple times due to the patient's torturous anatomy between the subclavian vein and superior vena cava. When the lead was removed it was reported to have a clear material on the outside of the lead body, and blood visible inside the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid present on the proximal conductor and in/on the helix mechanism. Outer insulation found breached cut; apparent explant damage.